Event description:
I currently wear the new medtronic 530 g with enlite sensors. I have been complaining about my blood sugars being high. I have contacted medtronic and they keep telling me that it's my site. I check my sugars when I first wake up in the morning and they have been high, so I call in and the customer service team is telling me that it's my site where I have the infusion set inserted, and it is possibly the infusion set. I have switched over to a completely new site on my body where I have never had an infusion set. I am getting no delivery alarm every time I am doing g a bouls know. The enlite sensor is way off at times. My blood sugars will be normal but the sensor on the insulin pump screen is off by sometimes 100% or more not a reliable cgm. Customer service has me run there test and that's when they say that it's my site. Plus they won't let you know the results.